Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical / medical investigation concluded that, based on the documentation provided, the root cause of the reported event could not be definitively concluded. However, although uncommon, an individual sensitivity to one or more component materials could not be ruled out as a potential contributing factor to the reported events. The patient impact beyond the reported persistent symptoms and subsequent nerve ablation procedures could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient had a bilateral total knee arthroplasty in (B)(6) 2019 (right knee: genesis 4). After surgery, the patient had physiotherapy for 8 weeks. After that, the patient had good flexion and extension but could not sit down or stand up without pain and burning sensation under the patella. Also, the patient presents an allergy to metal. The surgeon performed nerve ablation in both knees to alleviate the pain, but it didn't work. Finally, in (B)(6) 2020 the surgeon performed surgery on the left knee and implant a journey ii.

Manufacturer narrative:
Description of problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bilateral total knee arthroplasty in (B)(6) 2019 & (B)(6) 2020 using smith and nephew genesis hardware. After the procedure, the patient has good flexion and extension but cannot sit down or stand up without pain and burning sensation under the patella. Also, the patient presents an allergy to metal. When the surgeon revised, he mentioned that the nerve oblations have not worked. No more information available at the moment.